Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). No code available for medical intervention/additional procedure product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that during surgery while taking a skin graft the product gouged the skin. The "narrow area on the side of the graft was too deep". The surgery was delayed for 10-15 minutes to close the wound. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 20, 2017, it was reported that the dermatome gouged the skin. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2014 where it was reported that device won't work and the motor, swivel and 4" width plate were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet surgical on (B)(6), 2017 revealed that the master blade and the calibration did not meet the requirements. The master blade was over the control bar. The motor speed met the all requirements. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the chipped head, control bar, motor , ball detent, thickness lever, reciprocating arm, bearing, poppet assembly, width plates ¿o¿ ring ,seal and retaining ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the master blade was over the control bar and also noted that the master blade and the calibration did not meet the requirements. The root cause of the reported event that the dermatome gouged the skin could not be specifically determined since during initial inspection it was revealed that the master blade was over the control bar and also noted that the master blade and the calibration did not meet the requirements. The reported problem was resolved after the replacement of the chipped head, control bar, motor , ball detent, thickness lever, reciprocating arm, bearing, poppet assembly, width plates ¿o¿ ring ,seal and retaining ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.